Event description:
Stopped working, replaced disposable.....a new box was used.manufacturer response for sonicision cordless ultrasonic dissector, sonicision (per site reporter).======================rep reported problem, issued frt#; to send return kit.